Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and during support, there was high purge pressure. The purge cassette and the automated impella controller were replaced to no avail. The pump was then replaced and the issues resolved. There was no patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. The impella device was not returned for evaluation. The console log confirmed the reported failure mode. The case started on the (B)(6) 2025 at 20:59:41 but with the console and within 10 minutes of starting the pump, the "purge pressure high event 408" alarm was triggered, prompting an attempt to change the purge cassette. Despite this, the "purge pressure high" alarm persisted and was not resolved. Subsequently, the aic was replaced on same day, however, the "purge pressure high" alarm continued to be active. Ultimately, the resolution of the issue was achieved only after replacing the pump. The console was not returned to field service for further investigation. Root cause: the root cause for the purge pressure high was not related to any problems with the aic. No issues were found given the console.